Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had air/water flow issues. There was no patient or procedure involved. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the nozzle was deformed and clogged with white foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use (IFU): "inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.